Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data: the device manufacture date was reported as jun 8, 2016 in the initial medwatch report. This has been updated to jun 1, 2016. Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated, and it was determined that the cable/cord/wiring of the foot control device was damaged. It was noted that the cable was broken. It was further determined that the device failed pretest for manual rotation per minute (rpm). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the cable of the foot control device was damaged. It was reported that there was no delay in the procedure due to the event as the procedure was completed with the same device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.